Event description:
New information received noted on (B)(6) 2022, noise on the right atrial lead was causing inappropriate automatic mode switch. No intervention was performed. The patient was stable.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial exhibited inappropriate mode switch due to noise over-sensing. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead exhibited inappropriate mode switch due to noise over-sensing. Programming changes were made. The patient was stable.